Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 24 synergy¿ drug-eluting stent, it was noted that the tip of the stent was "clotted". The device never entered the patient's body and the procedure was completed with a synergy ii drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the sds and was not returned for analysis. A review was performed on the manufacturing data on the stent profile for the returned device and the maximum crimped stent profile measurement at the time of manufacture was within the specification. The tip was visually and microscopically examined and no damages were noted. The balloon cones were reviewed and no issues were noted. Stent crimp markings were visible on the balloon walls which is evident that the stent was crimped on the balloon prior to stent detachment. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 24 synergy¿ drug-eluting stent, it was noted that the tip of the stent was "clotted". The device never entered the patient's body and the procedure was completed with a synergy ii drug-eluting stent. No patient complications were reported and the patient's status was stable.